Manufacturer narrative:
Analysis of the log files from AED serial number (B)(6) showed that the AED was manufactured on 2/05/2009 and placed into service on (B)(6) 2011 with battery pack serial number (B)(6). The log files show that the customer's excessive self-testing of the AED reduced the battery life expectancy.

Event description:
A customer reported that their AED stated "replace battery pack now". They reported that this did not occur during patient use.